Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system, the integrated electrosurgical unit (iesu) or erbe was giving repeated error c-34. The issue was reported to dvstat after completing the procedure. The team had restarted the generator several times and replaced the monopolar cautery cable, but the issue persisted. System log confirmed multiple c-34 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised switching the monopolar coagulation to "classic" mode, which resolved the issue, although the nurse was unsure if the surgeon would proceed under those conditions. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error c-34 points to a high frequency voltage too low in on state. However, a definitive root cause will be established when the erbe has been returned and evaluated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and the reported failure was confirmed and replicated. During power-on test, the c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, this unit will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.